Manufacturer narrative:
The device is still in-transit to the u.s. Manufacturer, where an investigation will be conducted. A follow up report will be submitted if the product is received, and if the investigation results require.

Event description:
It was reported that during an evaluation conducted by a manufacturer service technician, the microdebrider heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.